Manufacturer narrative:
This report is submitted on march 17, 2022.

Event description:
Per the clinic, the patient experienced an infection at the wound site (treatment unknown). The implant remains in-situ. Further information is being sought from the clinic.

Event description:
Per the clinic, the patient was hospitalized (specific date and duration not reported) due to wound dehiscence. Subsequently, the patient was treated with IV antibiotics (specific date and duration not reported). The symptoms resolved and the implanted device remains.